Event description:
It was reported by service report that the retractable head section was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion-sent customer a replacement head section.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by service report that the retractable head section was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.